Manufacturer narrative:
The product was returned for analysis and the reported complaint was observed. Intraocular lens (iol) returned pressed down on one post of the lens case base resulting in gross optic damage. A significant amount of solution and what appears to be blood is dried on the iol. Both haptics are intact. The optic is fractured/pierced as a result of being pressed down on one post of the lens case base. The remaining iol is scratched/marked-rejectable. We are unable to determine the root cause for the reported complaint "scratch in the center of iol, in and out". The returned iol has significant amount of solution dried on the iol. The product was subject to handling and the reported damage was highlighted post implantation. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during intraocular lens (iol) implantation procedure, scratch was noticed in the center of the iol after it was inserted into the patient's eye. The surgery was completed after replacing the lens with another one in an initial procedure. Additional information was requested, but no further information is available.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).